Event description:
It was reported that during the procedure, a balloon guide catheter was kinked and when physician attempted to pass the subject guidewire through the kinked area, the subject guidewire was broken. The broken fragment of the subject guidewire was left within the patient anatomy. No further information is available.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during the procedure, a balloon guide catheter was kinked and when physician attempted to pass the subject guidewire through the kinked area, the subject guidewire was broken. The broken fragment of the subject guidewire was left within the patient anatomy. No further information is available.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated a balloon guide catheter was kinked, and when attempting to pass through the kink area, the subject guidewire got detached, and the detached part was remained in the patient's body. An assignable cause of 'caused by other' will be assigned to the as reported ¿guidewire broken/fractured during use¿ as the event description indicates the balloon guide catheter was kinked, and when attempting to pass through the kink area, the subject guidewire got detached, and the detached part was remained in the patient's body. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of ¿undeterminable¿ will be assigned to the as reported ¿un-retrieved device fragments¿.